Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02479; 2134265-2016-02612; 2134265-2016-02613; 2134265-2016-02614 and 2134265-2016-02627. It was reported that patient death occurred. The patient presented with unstable angina pectoris with syncopal spells. The patient was diagnosed with severe multivessel coronary artery disease and was referred for cardiac catheterization. Vascular access was obtained utilizing the modified seldinger technique with a 5fr micropuncture sheath in the right common femoral artery. A 3.5 6fr runway guide catheter was used to cannulate the left main coronary ostium. After a choice floppy wire was advanced across the first obtuse marginal branch, a 2.5x12mm promus drug-eluting stent was advanced and deployed at 11 atmospheres. Following deployment, residual stenosis was 0% with timi flow of 3. A choice floppy guide wire was advanced to the distal left anterior descending artery (lad) and a 2.0x20mm emerge balloon catheter was advanced across the heavily calcified portion. First inflation was done for 15 seconds at 6 atmospheres and second inflation was done for 14 seconds at 12 atmospheres. Third inflation was done for 16 seconds at 6 atmospheres. The balloon was removed and a 2.25x38mm synergy drug-eluting stent was advanced and deployed for 15 sec at 16 atmospheres in the mid to proximal lad. The physician noted narrowing just proximal to this stent that had not been covered. A 2.25x8mm synergy drug-eluting stent was then deployed in the proximal portion in an overlapping manner at 16 atmospheres. The stent balloon was then advanced in the overlapped area and inflated to 18 atmospheres to ensure adequate stent expansion. The choice floppy guide wire was then directed to the diagonal branch where the 2.0x20mm balloon catheter was advanced across the lesion. The balloon was first inflated for 12 sec at 6 atmospheres. Second inflation was done for 26 sec at 8 atmospheres. The balloon was removed and a 2.25x32mm synergy drug eluting stent was advanced from the ostium of the diagonal, carrying into the mid vessel. This was deployed for 16 seconds at 14 atmospheres. Plaque shifting was noted into the proximal lad. A second choice floppy wire was then advanced and a 2.5x20mm emerge balloon was advanced into the proximal lad. The balloon was inflated for 23 sec at 8 atmospheres and second inflation was performed for 7 sec at 8 atmospheres. Kissing balloon techniques was done with the stent balloon in the diagonal branch. First inflation was done for 11 sec at 6 atmospheres; second and third inflation was performed for 11 sec at 6 atmospheres. After the inflations, 20% residual narrowing was noted in the lad with no residual narrowing in the circumflex and timi 3 flow with no obvious evidence of perforation, dissection or other complication. A 6fr runway guide catheter was used to cannulate the ostium of the right coronary artery and a choice floppy wire was advanced in the distal portion. A 2.75x20mm synergy drug eluting stent was advanced to the ostium of the right coronary artery through the proximal vessel. The stent was deployed for 20 seconds at 14 atmospheres. The stent balloon was then pulled back into the aorta and inflated to 16 atmospheres for 12 seconds. The balloon and wire were removed. Follow-up angiography showed 0% residual stenosis with timi 3 flow in the right coronary artery and no evidence of perforation, dissection or other complication. The patient status post stenting was presented with crushing chest pain with st elevation on EKG upon arrival to his room, suggesting acute stent thrombosis. The patient was brought back to catheterization lab emergently. Angiography and intervention were performed through a 6fr cls 3.5 guide catheter. The patient's right coronary was reaccessed with a 5fr micropuncture system and subsequently exchanged to 6fr for the diagnostic and interventional procedure. The patient was noted to develop a high degree heart block. A 6fr sheath was placed in the femoral vein and a 5fr balloon tipped temporary pacemaker was advanced in the right ventricular apex with good capture and a backup rate at 50 beats per minute which was stable during the case. Initial angiographic images showed extensive clot formation in the proximal portion of the high diagonal branch stent that had caused significant flow compromise. It was noticed that the stents were opposed distally and that there was some residual clot proximally. The stent appeared to be opposed throughout its course in the segments seen but could not entirely exclude some intramural hematoma in the proximal portion. Intravascular ultrasound was then placed in the lad. The distal stent was well opposed proximally. There was evidence of likely clot and some possible malposition in the heavily calcified segment. It was then decided to pursue balloon angioplasty. A 3.0x16mm synergy stent was advanced but was unable to cross the lesion. The stent was removed intact and a 2.5x15mm emerge balloon catheter was advanced. Five dilations were performed at 6-12 atms. A 2.75mmx16mm synergy drug eluting stent was advanced into the ostium of the lad. The stent was deployed successfully. At this time, it was decided to go ahead and pursue attempt at kissing balloon inflation. The diagonal branch was rewired with a choice pt wire and a 2.0mmx20 balloon was advanced across the region and inflated multiple times and the stent balloon was also re-inflated multiple times to ensure adequate patency. Follow up angiography at the end of the case did show that the stents were fully expanded throughout their course and there was no evidence of any obvious clot, dissection or perforation. The second diagonal branch was relatively small in caliber and had been jailed by the stent with timi flow of 2. Patient was placed in the ICU for close monitoring post procedure. The patient developed ventricular fibrillation at rest after having a chest pain spell in the ICU. Advanced cardiac life support (acls) was initiated including intubation. The patient was brought back emergently to the cath lab for emergent revascularization. The 6fr 3.5 guide catheter that was advanced through the right common femoral arterial sheath that had been sutured in place at the end of the first case, showed there to be 100% occlusion of the left main coronary artery with clot in the circumflex, diagonal and lad systems that had been previously stented. At this point, the patient was hemodynamically unstable, requiring chest compressions and multiple pressors while the cls 3.5 guide catheter was in place. Intraaortic balloon pump was inserted. The physician was able to advance wires down both the obtuse marginal. A 2.0mxx20mm emerge balloon was advanced to dilate at multiple times at 10 atmospheres. The choice floppy wire was then redirected down the lad with a 2.5mmx30mm emerge balloon and a choice pt wire being advanced into the diagonal system with a 2.5mmx20mm balloon. The balloon catheters were inflated multiple times from 10-15 atmospheres which, unfortunately, were unsuccessful in restoring any flow into the left coronary bed. The patient had multiple cardioversion for ventricular fibrillation and eventually was pronounced dead by the physician.